Event description:
Biotronik rep called to say he just was informed that the physician capped this lead back in june. Op note from the hosp states that this lead was capped due to "impending failure". There were no adverse pt effects reported. If more info were to become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.